Event description:
There were two events when the stimulation was turned off, the cause was unknown. Additional information has been requested.

Manufacturer narrative:
Lead: model 435135, serial# (B)(4), implanted: (B)(6) 2008. Lead: model 435135, serial# (B)(4), implanted: (B)(6) 2008. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the hcp reported that the cause of the event was unknown, and the device had reset when the patient was seen on (B)(6) 2011. It was also noted that the device was reset when seen at a follow-up appointment and the device had a serial number error on one occasion. The patient experienced frequent nausea and vomiting as a result of the resets. The patient was reprogrammed and placed back to the normal settings with resolution of symptoms. There was no patient injury, and no hospitalization.